Event description:
The surgeon reported vitrectomy probe did not cut. The probe was switched out and the case was completed. No pt injury was reported.

Manufacturer narrative:
The sample will be sent for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).